Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customer's blood glucose level was 300 mg/dl. Customer administered a correction bolus via manual injections. It was reported that the customer's blood glucose level was "okay" at the time of the call. In addition, the customer was able to reload a cartridge successfully.